Event description:
The customer reported that the device was providing activation tones and end tones, indicating a completed seal cycle, but there was no surgical effect. There was no pt injury or blood loss and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.